Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One bi-directional, curve d-f, tactiflex ablation catheter, sensor enabled was received for evaluation. Electrodes 1-4 met specifications during electrical testing with no open or short circuits detected. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event of noise remains unknown.

Event description:
During the paroxysmal supraventricular tachycardia procedure, there was a delay due to catheter noise issues. The catheter was inserted into the patient and connected to the tactisys and ensite. Noise was noted on electric potentials 1-2 and 3-4. The catheter was reconnected with no resolution. The catheter was replaced but the same issue occurred. The grounding was rechecked, the power source location was changed, and unnecessary power supplies were turned off, but the electric potentials did not improve. The catheter was replaced again and the procedure was completed with no adverse consequences to the patient.